Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for information on the implantation of the device; however, no response has been received. Once the device has been received, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic flow diverter did not open despite several maneuver attempts including releasing it up to half of its extension. The flow diverter was reported to be prepared as indicated in the instructions for use (IFU). No further information was provided at the time.

Manufacturer narrative:
The pipeline flex with shield braid was returned within a sealed plastic bag and its outer carton box; inside of a shipping box. The pipeline flex pushwire was not returned. When compared to the drawing the pipeline flex with shield braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. One end of the braid fully opened and moderately frayed. The other end of the braid fully opened and no damage. No other anomalies were observed. Based on the returned device, the customer complaint was not confirmed. The event cause could not be determined as the pipeline flex shield braid appeared to be opened and moderately frayed at one end. Possible contributing factors of "failure to open" include patient tortuous anatomy and damaged braid. However, the cause for damage could not be determined. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.